Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak occurred from a loose connection during fill 1. The patient confirmed no fluid was found in the pump module. Upon follow up, the patient confirmed the reported event stating while in fill 1, the cycler set tubing broke off the white connection piece, causing fluid to start leaking onto the floor. No fluid came in contact with the cycler. The cause of the event was unknown. The patient confirmed they did not mishandle the supplies during the event. The patient confirmed there were no issues or defects with this solution bag used during the event. After the leak was experienced, the patient clamped the leaking line and elected to continue their pd treatment, utilizing the two remaining bags still connected. The patient confirmed no other issues or encountered during the event. The machine did not experience any alarms or warnings and the patient completed treatment on the cycler on the night of the event with no further issues. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used during the event is available for return to the manufacturer for physical evaluation. The patient was away from their supplies, therefore could not provide the lot number.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak occurred from a loose connection during fill 1. The patient confirmed no fluid was found in the pump module. Upon follow up, the patient confirmed the reported event stating while in fill 1, the cycler set tubing broke off the white connection piece, causing fluid to start leaking onto the floor. No fluid came in contact with the cycler. The cause of the event was unknown. The patient confirmed they did not mishandle the supplies during the event. The patient confirmed there were no issues or defects with this solution bag used during the event. After the leak was experienced, the patient clamped the leaking line and elected to continue their pd treatment, utilizing the two remaining bags still connected. The patient confirmed no other issues or encountered during the event. The machine did not experience any alarms or warnings and the patient completed treatment on the cycler on the night of the event with no further issues. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used during the event is available for return to the manufacturer for physical evaluation. The patient was away from their supplies, therefore could not provide the lot number.